Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil into the target vessel using the microcatheter. However, the physician was not satisfied with the position of the ruby coil. While retracting the ruby coil to reposition it, the physician experienced resistance and the ruby coil unintentionally detached. Therefore, the physician pushed the detached ruby coil into the target vessel. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The stretch resistant wire (sr wire) was fractured. The embolization coil was not returned for evaluation. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured. If the ruby coil is forcefully retracted against resistance, damage such as this may occur. No other devices associated with the complaint were returned for evaluation. Therefore, the root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.